Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, removed a portion of the stimulation lead and the ipg, and closed.